Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: weight to the spec and creases fold. A visual and microscopic analysis was performed which identified: punctured opening on anterior. Based on the device analysis the final assessment is: a punctured assessed as surgical damage like.

Event description:
The device has been explanted.